Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer's blood glucose was 150 mg/dl.